Event description:
It was reported that a patient was inappropriately shocked for a svt rhythm. The patient was experiencing an svt, but at higher rates, the atrial sensed events were being intermittently blanked by pvab and resulted in hv therapy. Reprogramming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.